Manufacturer narrative:
Explant was reported due to regurgitation. The investigation found that all three leaflets were torn. Leaflet 3 was fibrous thickened. No acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tears could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2016, a 19 mm st. Jude medical (sjm) trifecta valve was implanted during an aortic valve replacement procedure. On (B)(6) 2021, the valve was explanted due to the patient's aortic regurgitation. The device was replaced with a non-abbott aortic valve to resolve the event. The issue with the device was thought to be due to structural valve deterioration causing a tear on the valve. The patient status was reported as stable. No additional information was available regarding this event.